Event description:
During laser lead extraction d/t malfunctioning leads, patient noted to have hemodynamic instability, hemorrhage and lacerated svc requiring emergency sternotomy and advanced resuscitation. Patient survived initial event but was unable to be weaned from cardiac bypass machine and ultimately expired.